Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During the investigations, the root cause has been determined to be cracks in the body of a specific component (ntc resistor) mounted on the ac/dc converter. The cracks in the body may in some cases, over time lead to a degradation of the active material in the component, which will change the function of the component. Together with the high effect through the resistor in ventilators used with high voltage (230 v) this will cause the resistor to break. The ac/dc converter converts the connected ac power (mains power) to the internal dc supply voltage +12v. Mains power is supplied to the ac/dc converter via the mains inlet. If there is a disturbance or loss of mains power, the ventilator will automatically switch over to battery operation and alarms are generated. Ventilation will not stop. As a minimum, two backup batteries are always required. One battery last for minimum 30 minutes. The design fulfills the regulatory requirements. Tests and investigations together with our supplier has found that the root cause to the broken ntc resistor on the ac/dc converter is the cracks near the leads on the component. This was introduced by a new method of preforming the leads prior mounting on the ac/dc converter when the manufacturing was transferred from one supplier to another in late 2015. This issue has only occurred in countries with high mains voltage (220v-240v). At the present manufacturer, the earlier method for preforming the leads have been implemented which assure that new manufactured ac/dc converters are fulfilling the specifications and will not show this type of degradation.

Event description:
It was reported that while connected to a patient during transport, there was a burning smell from the ventilator. The patient was disconnected and hand ventilated with a mask during transport back to the ward. During this time the patient reportedly desaturated. There are no levels registered so how much the patient desaturated is unknown. Final patient outcome was no injury. Manufacturer¿s ref : (B)(4).